Event description:
The customer reported obtaining reproducibly elevated troponin I (accutni) results for multiple samples from one patient on (B)(6) 2013 and on (B)(6) 2014. Results were generated by the access 2 of a unicel dxc 600i synchron access clinical system. As a result of the elevated accutni result obtained on (B)(6) 2014, the patient was transferred to another facility where a heart catheterization procedure was performed; the facility also drew a sample from the patient and obtained a normal troponin I result when tested on an alternate methodology. On all other dates, there was no change or impact to patient treatment. Accutni was calibrated with accutni calibrator lot 335799 on (B)(6) 2014; the calibration curves meet the assay's specifications. Routine system checks were performed and were within instrument specifications multiple times during the timeframe of this event. The customer provided quality control (qc) data for review and results were within the laboratory's established ranges for the date of this event. The patient's samples were collected in heparinized plasma tubes and centrifuged for 5 to 9 minutes at room temperature.

Manufacturer narrative:
The customer did not question instrument performance; service was not dispatched to evaluate the instrument. The customer sent the patient sample to beckman coulter (bec) for evaluation. Patient sample testing indicates that there is a patient-source heterophile interferent in the patient's sample causing the elevated accutni results. Bec internal identifier for this report is (B)(4).